Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory had an observation relating to inhibition of pacing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was symptomatic with dizziness and lightheadedness. Inhibition of pacing and oversensing of noise was noted on the atrial and ventricular channels. Review of episodes noted the noise was consistent with electromagnetic interference. The patient reported that they had recently brought an electric skillet into the house and had been using it. The device remains in use. No further patient complications have been reported as a result of this event.